Event description:
Complainant has been using the bd logi blood glucose meter for aprox 3 months with bd test strips lot #3701806. During that timeframe, complainant experienced a 40% error reading "too much blood". Complainant has notified bd 3 times of the error and each time bd responded with new test strips. Same error has occurred with all lots of bd test strips. Complainant also completed on-line complaint at FDA.gov while in travel status in another country. Complainant stated while traveling in that country they ran out of test strips due to the error message and was notified by bd that no test strips could be mailed to that country because the test strips had not been approved by that country's regulatory agency.